Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and vaginal wall prolapse. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that on (B)(6) 2009 coaptite was implanted along with cystoscopy procedure due to recurrent urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and obtryx and mesh were implanted. The patient underwent another procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/17/2016.